Event description:
It was reported that the pump touch screen was cracked. Touch screen was unreadable and unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was xxx mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Correction: section d and section h manufacture date correction: section d and section h manufacture date.